Event description:
It was reported that the ventilator stopped delivering a tidal volume of air while connected to the patient. The patient was manually ventilated and was placed on another ventilator. No patient harm reported. The rt was at the patient's bedside during the malfunction. It was also reported that the ventilator would not cycle off while on the patient. It is unknown if the ventilator had an audible alarm when the reported problem occurred.